Event description:
The customer reported that before initiating therapy on a pt, the unit displayed a "leak in iab catheter circuit" message. The unit was switched to another unit and therapy was initiated. No pt injury was reported.